Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, the customer had delivered too much insulin via the pump for the amount of carbohydrates consumed. The customer consumed juice to stabilize bg level. Additionally, it was reported that the customer received an occlusion alarm. The customer's bg level was 311 mg/dl. The customer declined to troubleshoot with tandem technical support and reverted to insulin pens for therapy.